Event description:
It was reported that 15 months after a drug eluting stenting treatment procedure, a thrombosis occurred. The target lesion was located in the circumflex artery (cx). A 2.75 x 32 mm taxus express2 drug eluting stent was placed in the lesion. Results were successful and the patient was placed on plavix and aspirin (asa). Thirteen months after the stenting procedure the patient was instructed to stop plavix and asa because of bleeding after an oral biopsy. One month later plavix and asa were resumed. Fifteen months after the stenting procedure the patient was presented to the cath lab with a myocardial infarction. A thrombosis was seen in the cx. The thrombosis was treated with angiojet, followed by ivus, placement of an unknown stent distal to the taxus stent and balloon angioplasty with a 3.25 mm unknown balloon. No further patient complications were reported. The patient status is reported as `ok'.

Event description:
It was further reported and clarified that the target lesion was located in the non-tortuous, non-calcified, 85% stenosed first obtuse marginal branch (om1). The vessel diameter was reported as 3.00 mm. The lesion was predilated with a 2.00 maverick balloon to 10 atms. It is believed that the pt was compliant with plavix and aspirin prescriptions. The pt had symptoms of chest pain with thrombosis and a cypher stent was placed distal to the previously placed taxus stent. In the opinion of the dr the thrombosis is related to the taxus stent.